Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen of this central nurse's station (cns) freezes when the patient ID or name fields are selected. This is the only selection that makes this cns freeze. No events were missed. The unit monitored transmitters at the time. The issue was resolved when they rebooted the unit.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on this central nurse's station (cns) was freezing when selecting the patient ID or name fields. This was the only selection that would make this cns freeze. No events were missed. The unit was monitoring transmitters at the time. The issue was resolved when the cns was rebooted. No patient harm was reported. Investigation summary: the issue of the cns freezing when selecting the patient ID or name field was resolved after rebooting the cns. As the device was not returned for evaluation, a root cause cannot be determined. The operator's manual for the cns recommends rebooting the cns every three months to avoid instability. As rebooting resolved the issue, it is likely that the customer had left the machine powered on for a period longer than three months. The complaint history review for the device reported reveals no additional complaints relating to cns freezing.

Event description:
The customer reported that the screen on this central nurse's station (cns) was freezing when selecting the patient ID or name fields. This was the only selection that would make this cns freeze. No events were missed. The unit was monitoring transmitters at the time. The issue was resolved when the cns was rebooted.